Manufacturer narrative:
Integra has completed their internal investigation on january 25, 2017. The investigation included: methods: review of device history records, review of complaints history. Results: no sample will be returned for evaluation. A picture of the insertion area was provided. It can be confirmed that ¿the area around the catheter where the bioatch was placed is red.¿ the large bore catheter seen in the picture is used for hemodialysis. The redness does not seem localized to the area of the biopatch (appears to be larger than the sponge). Redness is also noticed around the sutures holding the catheter (not under biopatch); therefore, it could also be related to insertion site inflammation and not necessarily to a reaction to the biopatch. DHR review; could not be performed since no lot number was reported. Complaints history; upon review of integra's complaint system from december 2014 - december 2016, a total of 28 complaints (including the one under evaluation) related to adverse reaction for biopatch product family. Ten (10) of these 28 complaints are related to children or babies, for which safety and effectiveness of the device has not been established as indicated in the IFU. The complaint distribution is as follows: nine (9) in 2015, and 19 in 2016. Approximately (B)(4) units have been released for distribution since december 2014 - december 2016, resulting in a complaint occurrence rate of approximately (B)(4). Conclusion: evaluation of the picture sent concluded that the redness could be related to insertion site inflammation and not necessarily to a reaction to the biopatch. Biopatch¿s IFU literature recognizes the possibility of an adverse reaction: ¿adverse reactions to chlorhexidine gluconate such as dermatitis, hypersensitivity, and generalized allergic reactions are very rare, but if any such reactions occur, discontinue use of the dressing immediately.¿ the complaint states that: ¿the nurse manager indicated that skin prep was not allowed to sufficiently dry before the biopatch was applied. The biopatch was removed and there was no additional treatment to address the issue.¿ no assignable cause that could be associated to the manufacturing process of biopatch was identified. Thus, if the redness is caused by a reaction to the biopatch, the most probable cause for the event could be related to the improper site preparation prior applying the biopatch and/or patient sensitivity to the product.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information

Event description:
It was reported that the area around the catheter where the biopatch was placed is red. The nurse manager indicated that skin prep was not allowed to sufficiently dry before the biopatch was applied. The biopatch was removed and there was no additional treatment to address the issue. The removed patch was discarded.